Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The instrument was also found to have mechanical indentations to its yaw pulley. The instrument passed the electrical continuity and energy delivery tests. The instrument was placed on a system, passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. A review of the instrument log for the instrument (pn 420172-17/lot # n10191120-916) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4).the alleged event occurred on the 6th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total hysterectomy - malignant surgical procedure, the maryland bipolar forceps instrument ¿loosened¿ in diathermy and gripped poorly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 20-nov-2020 and obtained the following additional information: at the time of the event, the patient was (B)(6) years old and approximately (B)(6) kg. No other information was available.